Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because the "cylinders do not fill with liquid."

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the "cylinders do not fill with liquid." A new ip device was implanted.

Manufacturer narrative:
Device evaluation provided in: h3 and h6. Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a leak in cylinder body attributed to sharp instrument damage which likely occurred during explant damage; holes/damages were present. Both cylinders had wear at fold in cylinder body.cylinder 2 has a leak in the kink resistant tubing (krt) that was the result of sharp instrument damage; a large hole was present. Due to these damages being consistent with explant damage, product analysis considered them secondary failures. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to cylinder has inflation issue as sharp instrument was identified; however, product analysis concluded that the identified failed pump functional activation test could affect the functionality of the device. Therefore, product analysis confirmed pump malfunction. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additional information provided in: b1. B2, b5, d7, d11, h2 and h3. Additional information provided in: b3, d4 and e1. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Additional information provided in: b1. B2, b5, d7, d11, h2 and h3. Additional information provided in: b3, d4 and e1. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the "cylinders do not fill with liquid." A new ipp device was implanted.

Manufacturer narrative:
Additional information provided in: b3, d4 and e1. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because the "cylinders do not fill with liquid". Additional information received states the device will be revised on (B)(6) 2020 by dr. (B)(6) at (B)(6).